Event description:
After surgery on (B)(6) 2010, the pt developed an infection and visited the emergency room on (B)(6) 2010. A culture revealed a staph infection. Treatment included intravenous antibiotics. Symptoms improved and the wound is healing.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device was discarded and therefore is not available for eval and investigation. Without the actual sample, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. The product sterilization was conducted according to international standards. Without the lot number or a sample, no additional investigation can be performed at this time. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.